Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that sterilized water partially entered, but most of it leaked from the inflation valve of the foley catheter.

Event description:
It was reported that sterilized water partially entered, but most of it leaked from the inflation valve of the foley catheter. As per investigator notification received on 27mar2023, stated that this complaint was related to faulty syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterilized water partially entered, but most of it leaked from the inflation valve of the foley catheter. As per investigator notification received on 27mar2023, stated that this complaint was related to faulty syringe.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured by hanscent. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. DHR review is not required. Labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.